Event description:
It was reported that the lead exhibited oversensing, which resulted in inappropriate shock therapy to the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded as a result of friction to the device can. The reported noise problem could occur if the metal of the proximal coil came into contact with the device can. Coil continuity was confirmed.